Manufacturer narrative:
D10/h2/h3/h6: logs were received and analyzed. The software analysis determined that this was a known software anomaly that is tracked through medtronic databased. Codes 10, 104 and 4307 are applicable. D11/h2: section d information references the main component of the system. Other relevant device(s) are: software: fusion 2.3 9733467 software version: 2.3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: section e was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that the system became unresponsive when entering ¿set up equipment¿ in ent and cranial due to the axiem chain unable to establish complete communication. Pulling up the eminterface reveals that the tca (emitter) stays in ¿connecting.¿ and can never fully achieve a connection. The rep confirmed all appropriate cables are fully connected and any cables that could be connected to alternate ports were attempted with no resolution. The rep re-installed both ent 2.3 and cranial 2.2.8 software which resulted in the system finally being able to successfully connect with the axiem chain. This resulted in the system being able to properly run the eminterface which indicated a single flt meaning the axiem box has gone bad. The emitter details in the application also revealed a low voltage error. Codes 10, 120, 104, and 4307 are applic able. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system was running very slowly and going unresponsive in the software application. The manufacturing representative that the system had over 130 exams on it. The representative deleted more than half of them and the system wasn't running as slowly, but was still slow and intermittently going unresponsive. There was no patient present when this issue was identified.